Manufacturer narrative:
The event is currently under investigation. Investigation / evaluation: during the course of the investigation, a visual inspection, along with a review of the complaint history, quality control, device history record, instructions for use (IFU), manufacturing instructions, and a drawing of the returned used and damaged product was conducted. The returned device was received disassembled. Examination of the returned device showed that the unidex handle, pin vise and collet had been removed from the sheath. The basket was misshapen and the distal loop was pulled apart, though the basket wires did not break or separate. The basket wires were also connected to the notched cannula. There were multiple kinks in the outer sheath at 24.3 cm proximal to the basket. These kinks and the damage to the basket are consistent with the force described by the reporter in trying to remove the basket from the stone. It is feasible to suggest that the force and manipulation required to attempt to release the stone from the basket led to this event. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
Information was provided that the ncircle stone extractor failed. During the procedure, the extractor basket closed around the salivary stone, and as the physician slowly tried to remove the stone from the duct, the wires became stuck around the stone, and the catheter was kinked behind the working channel of the sialendoscope due to the physician trying to "unstick" the wires from the stone. However, the stone was stuck and could not move. The basket around the stone also could not move, and the catheter on the extractor kinked behind the working channel of the scope, so the physician could not move the scope backward or forward. The sales representative instructed the physician to unscrew the bottom of the device handle to release the wires. The physician took the handle apart; which did not fix the issue. The physician slowly and with great effort, able to extract the scope and introducer from the duct without the stone. In the process he avulsed the duct and ended up having to open the patient's neck and remove the salivary gland. This was a sample device for a product trial, and the physician admitted there may have been operator error in the incident, as it was his first time using the device, and he used it with a resident that was unfamiliar with the device/procedure. The case that was performed after this event with the same surgeon was a similar (but less complicated) salivary stone case, and the same model of device worked flawlessly through the same model and size sialendoscope.

Manufacturer narrative:
(B)(4). The event is currently under investigation. Not provided by reporter.

Event description:
Information was provided that the ncircle stone extractor failed. During the procedure, the extractor basket closed around the salivary stone, and as the physician slowly tried to remove the stone from the duct, the wires became stuck around the stone, and the catheter was kinked behind the working channel of the sialendoscope due to the physician trying to "unstick" the wires from the stone. However, the stone was stuck and could not move. The basket around the stone also could not move, and the catheter on the extractor kinked behind the working channel of the scope, so the physician could not move the scope backward or forward. The sales representative instructed the physician to unscrew the bottom of the device handle to release the wires. The physician took the handle apart; which did not fix the issue. The physician slowly and with great effort, able to extract the scope and introducer from the duct without the stone. In the process he avulsed the duct and ended up having to open the patient's neck and remove the salivary gland. This was a sample device for a product trial, and the physician admitted there may have been operator error in the incident, as it was his first time using the device, and he used it with a resident that was unfamiliar with the device/procedure. The case that was performed after this event with the same surgeon was a similar (but less complicated) salivary stone case, and the same model of device worked flawlessly through the same model and size sialendoscope.